Manufacturer narrative:
This failure could not be verified due to no product being returned for evaluation. A root cause is unable to be determined; therefore, no corrective actions will be taken.

Event description:
Product is difficult to pierce the skin, there is no venous return, it is flexible, difficult in the catheter's progression.